Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes, returned to manufacturer on: 18-nov-2022. H.6. Investigation summary: eighteen open 32g x 4mm pen needle samples and three photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned samples and photos and a broken non patient end of cannula was observed on eight samples. Due to the condition the samples were returned no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the needle broke. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report from the patient who used to use mfp and is now using pro. As the drug solution did not come out upon priming, the user checked the product, and found that the needle npe was bent in some cases and the needle npe was broken in other cases. These events may be attributed to the user's manipulative techniques but occur quite frequently, and the user would like to ask bd to investigate the products for any defects.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the needle broke. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report from the patient who used to use mfp and is now using pro. As the drug solution did not come out upon priming, the user checked the product, and found that the needle npe was bent in some cases and the needle npe was broken in other cases. These events may be attributed to the user's manipulative techniques but occur quite frequently, and the user would like to ask bd to investigate the products for any defects.